Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "the case occurred on sunday it was a gamma 3 nailing and the lag screw missed the nail this was noticed intraoperatively and was corrected with no effect to the patient."

Manufacturer narrative:
Corrections: please refer to section d9 the device was not returned. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: " the case occurred on sunday it was a gamma 3 nailing and the lag screw missed the nail this was noticed intraoperatively and was corrected with no effect to the patient."